Manufacturer narrative:
(B)(4). Method: the complaint rt046 non-vented hospital full face mask was not available to be returned to fisher & paykel healthcare (B)(4) for investigation. Results: without the return of the complaint device, we were unable to determine what may have caused the reported issue. The rt046 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask. It also states the following: - verify that the mask is the correct size for the patient. - verify that the therapy device (i.e. Ventilator or flow source) including all alarms and safety systems are functioning correctly and that it is supplying the correct pressure(s). - ensure adequate patient monitoring is in place. - verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. - the mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. - this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
As part of a feedback session, a fisher & paykel healthcare (f&p) representative was informed by a hospital in (B)(6) that the rt046 non-vented hospital full face mask "slid down the face of a patient and slipped under their chin creating a leak and causing the machines to alarm." It was reported that changing the headgear to a smaller size fully resolved the issue. Further information was provided on 14 april 2018 revealing that the event did not occur during fitting of the mask but during patient use with a disruption in therapy. No patient consequence was reported.